Manufacturer narrative:
Approximate age of device: 1 day. The device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that prior to implant, the patient was on heparin and coumadin for a known large thrombus in the left ventricle and dilated cardiomyopathy. A large portion of the thrombus in the left ventricle was removed in the operating room (or). It was reported that echocardiography performed at the end of the case noted possible residual thrombus near the left atrial appendage. The patient left the or with normal pump settings. On (B)(6) 2015, the patient was taken back to the or emergently for a pump exchange. A large amount of thrombus was found throughout the pump and at the outflow. The vad team reported the thrombus had likely been ingested from the left atrial appendage.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump power increased. Pump flow decreased and stopped. Became hypotensive and hemodynamically unstable. To operating room for emergent device exchange. Clot noted in outflow graft.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Depositions consistent with low flow were confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 23¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the device. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the device upon disassembly revealed depositions of loosely clotted and denatured blood within the sealed inflow conduit and the outflow elbow. Additionally, analysis of the pump¿s blood-contacting surfaces revealed hard depositions of denatured blood, as well as grainy depositions of clotted blood in the inlet stator, the outlet stator and around the rotor. The observed depositions are consistent with poor surface washing due to a low flow event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.